Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's therapy decreased without prompting. Follow-up revealed an attempt at programming was unsuccessful due to lead migration confirmed by diagnostic images. Reportedly, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Additional information was obtained.

Event description:
It was reported that the lead was explanted and replaced. Effective therapy was restored post-op.